Manufacturer narrative:
Correction section h6 - adverse event problem; type of investigation was updated to " testing of actual/suspected device b01" only as the product was inspected physically.

Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient developed a fungal infection. The patient's pacemaker, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted. The pacemaker system was replaced with leadless pacemakers on (B)(6) 2025. The patient was in stable condition.